Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the system error 2240 was use error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided; therefore, no batch review could be performed. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated they had left for dinner that night and had done the setup on the machine and the hc was priming. The hp stated when they came back from dinner the hc had a se 2240 flashing. The hp noticed a clamp was open on one of the lines not in use. The patient was not connected at the time of the alarm. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.